Event description:
It was reported that during a laparoscopic cholecystectomy procedure, scissoring occurred at the 1st or 2nd firing. The same device could deploy the next clip properly after the event. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4).